Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe pelvic pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. B69462-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception from 2011 to 2013. Previously administered products included for birth control: mirena. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), alopecia ("hair loss"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("severe itchy skin") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive - acid reflux"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dental caries ("tooth decay") and abdominal pain lower ("cramping"). The patient was treated with omeprazole. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, dental caries, alopecia, dyspareunia, abdominal pain lower, urinary tract infection, allergy to metals, female sexual dysfunction, pruritus, gastrooesophageal reflux disease, vaginal discharge, weight decreased and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dental caries, depression, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, pelvic pain, pruritus, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion was (B)(6) 2017. Coils exposed: right: 2, left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: the essure device was secure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe pelvic pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. B69462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception from 2011 to 2013. Previously administered products included for birth control: mirena. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), alopecia ("hair loss"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("severe itchy skin") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive - acid reflux"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dental caries ("tooth decay") and abdominal pain lower ("cramping"). The patient was treated with omeprazole. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, dental caries, alopecia, dyspareunia, abdominal pain lower, urinary tract infection, allergy to metals, female sexual dysfunction, pruritus, gastrooesophageal reflux disease, vaginal discharge, weight decreased and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dental caries, depression, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, pelvic pain, pruritus, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion was (B)(6)2017. Coils exposed: right: 2, left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: the essure device was secure.. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: reporter information was added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.